Event description:
Customer reportedly obtained results of 88mg/dl and 381mg/dl on the aviva system within 10 minutes. Customer drank juice in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.